Event description:
Customer reported via phone call that there insulin pump is damaged. The blood glucose reading is unknown. Customer also states that they will be returning their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic daamge was noted.